Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Additional information: the carefusion failure analysis lab technician noted during evaluation: received vela front panel assy and installed into vela unit. Fluid ingress is visible on panel screen. Powered on in service mode and touch screen unresponsive. Duplicated customer complaint of touch screen freezing and touch screen no response; fluid ingress is a known issue corrected by an internal action.

Event description:
The customer reported that the touch screen on the ventilator is freezing up.

Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated ventilator touchscreen and received no response from the touchscreen. Reseated connection and got an intermittent response once and could not get to calibration. Installed new touchscreen. Completed ventilator operational verification procedure; all values within specification. Evaluation by the carefusion failure analysis tech is anticipated but has not yet begun.